Event description:
During the device evaluation, it was found that the cover and light guide lens were burned on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is component failure due to degradation. This includes expected or random component failure without any design or manufacturing issue, resulting from the device becoming worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.